Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) slipped causing scalp laceration. The device was used for a craniotomy procedure. It was reported that the skull clamp released causing patient to slip out of pins. Surgery delay is unknown.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation showed that the unit was received with the lock having rotational and lateral movement and a residue buildup was present. General maintenance and cleaning performed, and new components were added to replace worn internal parts. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Service & repairs (s&r) could not duplicate the slippage. Unit received has slight rotational movement, but when the clamp is properly positioned and put under pressure, it would not have moved. Further investigation by quality engineering confirms the findings of s&r. No additional issues were observed. Probable root cause is improper or suboptimal positioning of the skull clamp on the patient. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.